Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunction equipment. A letter and copy of this industry article was provided to the affiliate to share with the customer. This report mailed in to FDA on: 06/13/2008.

Event description:
The doctor reported that during phacoemulsification, a corneal burn occurred at the incision site. The doctor was able to complete the surgery and implant the intraocular lens. Three sutures were used to close the incision, and astigmatism was observed. The doctor stated that the corneal wound burn was produced by the ultrasound. The pt outcome is reported as poor, but the prognosis is listed as good.